Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. (B)(4).

Event description:
As reported to angiodynamics on december 05, 2017: per user medwatch (B)(4) received: the patient was admitted with diagnosis svt for ablation svt, eps with 3d mapping. While the physician was obtaining venous access to the patient's left femoral vein, the ministick wire inadvertently became knotted up and stuck in the subcutaneous tissue. The position of the wire was unchanged at the end of the study. The patient's parents were notified. Another doctor was consulted; no need to remove the piece of wire. The procedure was completed; the patient was discharged the next day. It was reported the defective disposable device is not available for return to the manufacturer.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of "guidewire fractured and migrated" could not be confirmed as the deective device was not returned for evaluation. Without a device evaluation, angiodynamics is unable to determine a root cause for the reported complaint description. Although no sample was returned, the most likely root causes for this event would be due to the patient's anatomy or physician's technique, i.e. Pulling guidewire back through the needle. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, instructs the user to gain percutaneous access with the 21 ga. Entry needle. Advance the 0.018" guidewire through the 21 ga. Needle. Withdraw the entry needle while leaving the 0.018" guidewire in place. Advance the sheath/dilator set over the 0.018" guidewire. Remove the 0.018" guidewire. Reprocessing may compromise the integrity of the device and / or lead to device failure." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # pr17728